Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient was getting 50% or greater symptom reduction. The cause of the event was determined and was reported as unknown if device related. There was no reprogramming needed. The patient dialed up device above therapeutic level that equal to nerve fatigue. The device was turned off for 2 days will turn the device back on 2015 (B)(6). The patient outcome to be determined.

Event description:
It was reported that the patient had a loss of therapeutic effect and this was a sudden onset. There was no known accident or incident related to this event however it was noted that the patient walked 3 miles a day with her dog. The patient also had an overstimulation sensation when she increased the stimulation to hopefully help with the symptoms control and was uncomfortable. No outcome or intervention was reported regarding this event. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nmrc, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.(B)(4).